Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that numerous non-sustained ventricular tachycardia episodes were recorded but fell at times of auto impedance measurements. Provocative testing was performed with no oversensing or lead integrity issues suspected on the right ventricular (rv) lead. During a routine generator change, it was noted that the rv lead was "curled up in a tight knot near the header". After the physician dissected the lead an insulation breach was observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.